Manufacturer narrative:
H3 - device evaluation: the lens was returned in a microcentrifuge vial with moisture on the lens. Visual inspection found no visible damage to the lens. Corrected data: previous supplemental MDR was submitted in error. Information included in supplemental MDR#1 is not applicable. Claim# (B)(4).

Manufacturer narrative:
PMA/510k: this product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.7mm vticmo13.7 implantable collamer lens, -6.5/+0.5/104 (sphere/cylinder/axis), into the patient's left eye (os) on (B)(6) 2019. On (B)(6) 2019 the lens was exchanged with a shorter lens due to excessive vault. The problem was resolved. The cause of the event is reported as unknown.

Manufacturer narrative:
Additional information: h3-device evaluation: lens returned dry in a micro-centrifuge vial. Visual inspection found no visible damage to lens and residue on lens. Claim# (B)(4).